Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, the balloon of a 6f mynxgrip vascular closure device (vcd) escaped from the sheath without getting caught on the vessel wall. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle and the distal end was covering the balloon proximal tip. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Procedural factors, such as too much tension applied to the catheter during the procedure, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle and the distal end was covering the balloon proximal tip. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f mynxgrip vascular closure device (vcd) escaped from the sheath without getting caught in the vessel wall. There was no reported patient injury. The device is expected to be returned for evaluation.